Event description:
It was reported that the client complains that the catheter was passed on (B)(6) 2015 and it broke on (B)(6) 2015 close to the connector (butterfly). The catheter was fixed with a clear bandage.

Manufacturer narrative:
The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard. A lot history review (lhr) of rewg0565 showed no other similar product complaint from these lot numbers. The MFR has received the sample and will be evaluated. Results are expected soon.